Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Device was received with broken front cover, lcd had liquid crystal bleed, line cord was faded and worn, pole clamp had gouges, water tank cover was cracked, quick connect was corroded, enclosure was cracked under quick connect, and pcb and power switch were outdated. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch. The customer's indicated failure was replicated as leaking occurred from the cracked water tank. The root cause was human error; the device was dropped by the customer. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was leaking from the water tank and the case was cracked. The incident occurred during preventive maintenance. There was no patient involvement and no patient harm/adverse event reported.